Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: telemetry monitors on 6b are frozen and saying no signal. The biomed performed a hard reset of the central station to resolve the issue. The customer was unable to provide additional information about this event.